Event description:
It was reported that approx 9 days after a coronary drug eluting stenting treatment procedure, the pt returned with a sub acute thrombosis. In 2004, the pt underwent an exercise stress test and suffered a ventricular fibrillation arrest. Pt was defibrillated, intubated and was started on heparin and integrilin infusions. Pt was sent emergently to the cath lab for intervention. An intra-aortic balloon pump was inserted for treatment of cardiogenic shock. The physician attempted unsuccessfully to treat the rca occlusion, which is likely a chronic total occlusion. He then, with difficulty, predilated with a cross sail balloon (2 inflations to 12 atms) and stented the proximal lad lesion with a taxus express2 3.0 x 16 mm drug eluting stent (2 inflations to 10 atms). There was no residual stenosis and timi iii flow. Next he attempted to direct stent to 80% stenosis in the ramus intermedius but was unable to cross with a taxus express2 2.5 x 12 mm drug eluting stent. After predilating again with a cross sail balloon, he was able to successfully deploy the taxus express2 2.5 x 12 mm drug eluting stent. There was no residual stenosis and timi iii flow. Integrilin and heparin were administered during the procedure. Low-dose heaprin was to be continued while the iabp was in place. Aspirin was to be continued idefinitely. Pt was given plavix 600 mg loading dose followed by 75 mg per day. The pt developed atrial fibrillation post procedure, converting to normal sinus rhythm. Transient delirium was noted three days later. Pt was discharged 5 days later, but returned the next day with chest pain and s-t elevation in the precordial leads. The pt returned to the cath lab for reintervention. An iabp was inserted. Angiography revealed that there was a 99% occlusion of the previously placed lad taxus express2 stent with timi I flow. Focal discrete thrombus was noted. The lesion was successfully treated with maverick balloon dilation. There was an apparent attempt to deliver another stent to the lad (unk brand, size), but this was unsuccessful due to ostial disease. The taxus stent deployed in the ramus intermedius nine days earlier was found to be patent. The left ventricular end diastolic pressure was elevated during the procedure. It is unk what medications were given during this procedure. The physician was considering recommendation of coronary artery bypass surgery following reintervention. Pt status is listed as satisfactory.